Event description:
It was reported the programmer was reportedly unable to print to a laser printer as well as experiencing intermittent loss of printing on the internal printer. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is broken loose. Analysis could not confirm the reported printer issue; printing worked correctly.